Event description:
In this event it is reported that a pathfile 21mm 013 file broke during use. The broken part has not been retrieved, another appointment has been scheduled to try again to remove the broken part. No injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Unsuccessful attempts to retrieve suspect product for investigation/evaluation have been made and documented. Case can be re-opened if product is received. No lot number provided for DHR review.